Event description:
Product was implanted on 12/2/97 and revised on 1/11/98 due to snap disconnection. The shunt was placed in the right parietal occipital region. There was no trauma or unusual circumstances otherwise. At insertion it was an entirely new shunt and was not either catheter or shunt that was resnapped to an existing piece of a shunt.